Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected faded up and down arrow anomalies noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to 0150.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump is not working correctly as it is not letting the customer put in the carb ratio and blood glucose number. Customer's blood glucose level was 250 mg/dl at the time of incident. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.